Event description:
At change of shift, patient was reaching for her water with iabp in place. Staff go into the room, reposition patient, and advise that they cannot sit up like that. Kink noted in balloon, kink was fixed, and balloon restarted. Alarm went off again a few minutes later blood was noticed in helium tubing. Md notified immediately and iabp was taken out soon after by cath lab fellow.